Event description:
The patient reported she had not used or charged her scs system for approximately 3-6 months due to an unrelated event of caring for her husband. The patient is at stimulation off and cannot communicate with her programmer or charger. A sjm representative met with the patient and confirmed the issue. Follow-up pending.

Manufacturer narrative:
Correction/removal number: 1627487-05242011-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.